Event description:
It was reported that the customer experienced issues with the insulin pump and not receiving insulin. The customer stated that when she connected the infusion set to the insulin pump in order to prime the insulin pump, the insulin would start dripped before she even pressed a button. The customer's blood glucose was 300 mg/dl. The customer mentioned that her doctor believed she needed a replacement insulin pump. Troubleshooting was done. Assisted customer with running a manual prime, and the customer stated that insulin exited the tubing. The customer stated that there was a strong insulin smell and that the insulin stunk. The customer had issues with the insulin smell with multiple bottles. The customer confirmed that there were no leaks from the reservoir and that the insulin was not expired. The customer's insulin pump passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.